Manufacturer narrative:
H3: one pump was returned for evaluation. Visual evaluation found the pump to be in good condition with no physical damage found on the pump. The error history log shows that the pump's lock level was set from ll2 to ll0.. The flow rate was changed from 00.10 (ml/h) to 49.90 (ml/h) on (B)(6)2024 at 13:07:00. The pump was then started on (B)(6)2024 at 13:08:00. Due to the set flow rate, the cassette (50ml volume) was emptied within an hour. At 13:56:00 the cassette was empty and stopped. Functional, visual, and delivery and occlusion tests were executed, and tests passed. The customer's reported issue could not be duplicated. Investigation found no issues with programing the device's delivering rate. The pump was tested and was found to be functioning properly and delivering within specification. Primary problem was due to user programming error and no further action will be taken.

Event description:
It was reported that medication infused in one hour but should have infused over four days. Per reporter the patient was admitted to the hospital and administered naloxone. Patient reported to have been at risk of passing due to the overdose of medication. Per reporter patient did not pass and no additional information was available regarding any other interventions being needed. No additional adverse health effects were reported.